Manufacturer narrative:
Used for chemistry and batch record review. Retained sample was within product specifications.

Event description:
A female pt reported she experienced an "eye infection" following the use of complete moistureplus. She indicated the experience began upon use of her second unit of the product. She used the first without difficulty. Her symptoms began with ocular redness and a little discharge in the left eye only. She discontinued lens wear and her redness did not improve, so she saw her eyecare professional. She was prescribed ciloxin for 7-10 days, discarded her old contact lens and her case and when her eye was clear, resumed lens wear. After 10 days, the redness returned. She again discontinued lens wear and self-administered the left over eye drops again. At the time of the call, she continued to use ciloxin although the redness had resolved. She declined follow up with her eyecare professional. The complaint unit was not returned for testing. Retained chemistry and batch review were within product specifications. Root cause is unk.